Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The customer is ordering replacement latch for the ultrasonic air sensor (uas).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch was broken on the ultrasonic air sensor (uas). As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.